Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. No adverse patient consequences were reported.

Manufacturer narrative:
Reported event of premature discharge of battery was not confirmed. The device was received from the field with battery voltage in elective replacement indicator (eri) level and programmed to high settings. Session record was reviewed and no sudden drop in voltage was noted on or before the event date. Electrical analysis did not find any anomaly. There was evidence from the device image that rate responsive feature was enabled and operated in high output mode at times. When automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the total longevity of the device. Longevity assessment was performed, based on field settings, and the device meets the projected longevity and is considered normal battery depletion.

Event description:
Additional information was received that the device was explanted. No further details were provided.